Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_stylet_acc, lot# unknown, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A manufacturer representative reported that the health care provider (hcp) could not pull the "guidewire" out of the lead during implant. The hcp tried many times, but they could not remove the "guidewire." The lead was replaced and the issue was resolved. There was no patient injury.

Manufacturer narrative:
Analysis of the lead found the outer insulation of the lead body was damaged at the depth stop site. There was a depth stop impression in the outer insulation and in the stylet wire 2.8 cm from the proximal end. The conductor coils and stylet were bent in this location. Without a depth stop on the lead, the stylet was able to be removed very easily from the lead. Analysis of the stylet found the parylene coating of the stylet wire was damaged at the depth stop site. There was damage to the stylet wire at a depth stop impression 2.8 cm from the proximal end. The stylet had been bent in multiple locations.